Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: nurse unit manager said that the trocar snapped upon insertion. Device has been retained to ship back for analysis. Additional information received via email from [applied medical representative] on (B)(6) 2021: I was told by the nurse unit manager at the time of notification that the patient was fine and no harm done. Patient status: the patient was fine and no harm done.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula. The wall thickness of the cannula shaft was uneven and did not meet specifications. Based on the condition of the returned unit and the description of the event, it is likely that the cannula fracture was caused by the uneven cannula shaft wall thickness, which was a result of a core pin shift during the injection molding process of the cannula.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: nurse unit manager said that the trocar snapped upon insertion. Device has been retained to ship back for analysis. Additional information received via email from [applied medical representative] on 28 july 2021: I was told by the nurse unit manager at the time of notification that the patient was fine and no harm done. Patient status: the patient was fine and no harm done.